Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system would intermittently shut down and had blank screen. No patient injury was reported.